Manufacturer narrative:
A ge service rep performed an on site investigation. The isd pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced a non-recoverable uncommanded system shutdown. No pt or user injury was reported.